Event description:
It was reported that during the first device follow up after implant, there was no diagnostic data collected on the device, and the implant detect was still running. It was noted that there had not been an atrial lead implanted. The implant detect was programmed to complete and diagnostic data began to collect. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).